Event description:
The caller stated the dimensions of the tracheostomy tube are incorrect and that the cuff was either too high or too far down on the pt's trachea making it difficult to get it through the stoma. The tube was in use for less than a month. A non-routine replacement of the tube was required.